Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es row board failed. The customer stated that this malfunction caused a liquid on the row board. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row board a cubies were failed. A field service engineer (fse) found the station up and running with all drawers and doors closed, but a failure icon was present. The system was rebooted in an attempt to recover functionality. Upon inspection, liquid was discovered on row board a, which was identified as the cause of the issue. The fse replaced the affected row board to resolve the issue. After the replacement, the customer successfully signed in and inventoried medications. The system functioned as intended after the field service engineer repaired the device.